Event description:
Add'l info received from MFR 6/2/03: the conserve plus components are not commercially available and this surgery took place during a clinical trial. This event was not reported under medwatch system as the products are part of an ide study. Any adverse events are reported in conjunction with the ide study data.

Event description:
"Heterotopic ossification", booker class IV after surgery using wright medical technology conserve plus.